Manufacturer narrative:
The product was returned. The device was received from the field unable to establish telemetry. Analysis revealed device battery voltage was at end of life due to normal usage. Further analysis performed after replacing battery showed no anomalies and normal device characteristics. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented to clinic for a follow up experiencing skin discomfort due to the implantable cardiac monitor (icm). The icm was explanted. There were no patient consequences.